Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient filled this pod with 100 units of insulin and tried to connect it to the pdm (personal diabetes manager), but it did not double beep and would not connect. The pod started screaming and there was a communication error on the pdm screen. Because she was not able to put a pod on fast enough her bg (blood glucose) levels started to raise. The customer had no pod to change into or any back up method so she went to hospital where she was receiving treatment. Patient's bg was 193 mg/dl when she arrived at the hospital. Customer was admitted with a bg of 196 mg/dl, so she could be placed on an insulin drip. Patient was diagnosed with elevated bg levels and is pregnant, but was not experiencing any other issues. She started on an insulin drip. The hospital was checking patient's bg every hour, and her fetus was on continuous monitoring with straps they had around her nonstop. They were checking her blood pressure every hour, too, and based on her bg they adjusted the insulin drip and glucose. The IV is delivering d5w and normal saline as well. Patient was still in hospital at time of call and her bg was 193 mg/dl. Her ketones were checked. The nurse also said it was difficult to get the patient's bg under control since she is pregnant.